Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. In addition, an occlusion alarm was generated by the pod. It could not be determined when this soft cannula damage occurred or if it affected the device's ability to deliver insulin when the pod was worn, and the cause of the occlusion alarm could not be conclusively determined. Additionally, a hole was observed through the bottom housing air vent and reservoir, and the reservoir cap was damaged, though these findings did not affect the fluid path. It could not be determined when these damages occurred.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached 380 mg/dl while wearing the pod between 4 and 24 hours. The patient's cannula was found bent when removed from the infusion site (hip/buttocks). For treatment, she put a new pod on and took correction bolus.